Manufacturer narrative:
Customer technical support (cts) has provided a replacement ssvt-1 centrifuge. No hardware has been returned for further investigation. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the rt12 rotor broke during use of the statspin ssvt-1 centrifuge. The customer confirmed the shield and rotor were last replaced less than a year ago. The customer noted pieces of the rotor and the shield escaped from the ssvt-1 centrifuge. The shield was installed at the time the rotor broke. The customer noted the lid was broken at the hinge. No reports of harm or injury, no customer exposure, and no medical attention was received.